Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead pacing impedance was out of range, with a warning message displayed for the ra lead upon interrogation. The history of the ra lead pacing impedance measurements fluctuated from 140 ohms to 1,500 ohms. An ra dislodgement was suspected in this non-pacer dependent patient. The patient was brought in for further review and decreased pwaves with increased threshold measurements were observed. The output was reprogrammed to maximum and capture was observed. The physician elected to continue to monitor the patient.